Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia with blood glucose level of 490 mg/dl. The customer was treated with intravenous drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. Customer declined to perform a carelink upload. The auto mode feature was not active. The insulin pump will not be returned for analysis.